Manufacturer narrative:
Additional info: the device was not returned for evaluation. Images provided show lens opacity with some rings on optic and yag capsulotomy. In the surgeon''s opinion the most likely cause of the event is opacity in the optic and vitreous floaters. A review of the lot history, trend analysis and risk analysis were acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is still in progress. Upon completion of investigation, a follow-up report will be submitted.

Event description:
Approximately fourteen months post cataract surgery, patient had blurry vision in the right eye and felt as though "she was looking through something" when compared to the left eye. According to the explanting surgeon, white opaque marks in the center of the lens that created a bull eye pattern were observed, and a small off-center three-millimeter yag laser capsulotomy opening and vitreous floaters could be contributing to patient's visual complaints. Lens was explanted fifteen months post-op and replaced with a lens of different model and diopter power. Pars plana vitrectomy was performed. Reportedly the patient has recovered and is doing great. In the surgeon's opinion the most likely root cause of the event is opacity in the optic and vitreous floaters.